Manufacturer narrative:
The insulin pump was received with a high idle current and an unexpected battery out limit due to an open lcd driver on the lcd board. The unit had a stripped battery cap coin slot, a cracked case at the display window corners, a cracked case at the display window, and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that after receiving a replacement battery cap, the batteries continued to have a short life. The customer's blood glucose reading was unknown. The customer was advised that the device would be replaced. No further details were provided.